Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon might be attributed to accidental failure of the converter or inability of keeping power-on condition due to fatigue of the spring inside the power switch. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device could not be turned on. The field service engineer checked the subject device on-site, the reported phenomenon could not be duplicated. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.